Event description:
Same case as MDR ID 2134265-2014-01183. It was reported that during a nephro-ureteral stent placement procedure, a suture break occurred. An unspecified lesion location was being treated. A 10/26 and 10/24 percuflex nephroureteral stent was selected for use. Upon pulling the string the suture broke on both percuflex nephroureteral stents. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).